Manufacturer narrative:
(B)(6) investigation summary: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for platelet clumping with the incident lot was not observed. The photo attached shows unused tubes. Additionally, the customer samples were evaluated by visual examination and factors relating to the indicated failure mode for platelet clumping with the incident lot were not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there was an unspecified number of tubes that displayed platelet clumping during the slide review. There was no health impact or consequences reported.